Manufacturer narrative:
On oct 28th, 2025, it was reported that the sensor broke into two pieces during removal. The event happened on (B)(6) 2025. Per case notes, all the pieces of the sensor were extracted, and the user was feeling okay. An RMA was approved to return the broken sensor to senseonics for further investigation. However, at the time of closing this complaint, the sensor was not received at senseonics.the potential root cause for sensor fracture is usually excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage is a known and anticipated potential adverse effect which does not require additional investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a broken sensor during the removal procedure. The event occurred on 28-oct-2025 at 2:10 am . According to the hcp, the sensor was located in scarred tissue, which made removal difficult. During the procedure, the provider attempted to extract the sensor using the clamp included in the vygon kit, and the clamp snapped the sensor into two pieces. The sensor had been implanted in the upper right arm.the user was contacted and reported feeling okay.